Manufacturer narrative:
Pump was not explanted. Device evaluation: no product was returned for investigation. Evaluation of the submitted log files confirmed 2 pump stoppages and multiple low speed events. One pump stoppage appeared to be the result of the system controller power cables being disconnected. The cause for the second pump stoppage could not be conclusively determined. This pump stoppage showed a corresponding increase in pump power and occurred while the system was operating on the power module. Based on previous complaint experience, this event appears consistent with a potential driveline issue. A specific cause for the elevated ldh cannot be conclusively determined. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 7 years and 4 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6)2010. It was reported that the patient was admitted on (B)(6)2017 for work up of anemia. The lactate dehydrogenase (ldh) was steadily increasing since admission, up to 1200 u/l on (B)(6)2017. The patient¿s urine had been clear with a higher inr goal of 2.5 ¿ 3.0. It was also reported that a single pump stoppage was observed on system controller history interrogation. Log file analysis completed by the manufacturer¿s technical services representative revealed pump stoppages occurred on two separate occasions. The patient underwent pump exchange on (B)(6)2017, and the device was replaced by another manufacturer's lvad. The deactivated lvad pump was left in situ due to risk of bowel injury. No additional information was provided.